Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The device was also received with missing segments due to cracked zebra connector at the lcd board. Traces of moisture at the lcd board, cracked case at the lcd window corners and scratched lcd window were noted per visual inspection.

Event description:
The customer reported via phone call that he woke up in the morning and found that the reservoir had leaked insulin into the insulin pump. The customer stated that the reservoir compartment smells like insulin and the screen was foggy. He confirmed the device has not been dropped and did not have any cracks. Blood glucose value was 102 mg/dl. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.